Manufacturer narrative:
The t:slim user guide instructs the user to never fill the infusion set tubing while the tubing is connected to your body. Filling the tubing while it is connected to your body can result in the unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump had used 6 units of insulin to fill the cannula. The customer's blood glucose level was not impacted as the customer consumed food right away. Tandem technical support reviewed the pump's t:connected data and it showed that the pump used 0.7 units of insulin during the fill cannula. However, there were 2 fill tubing steps performed during the loading process and it was most likely that the customer had inadvertently pressed the fill tubing button instead of the fill cannula. The customer acknowledged the information.